Event description:
The protege everflex stents were originally deployed in overlapping fashion prior to the start of the visibility iliac procedure on (B)(6) 2012. Four protege everflex stents were implanted during the study procedure overlapping in the left sfa, non-target lesion. When the subject came in for their 9 month visit in (B)(6) 2013, it was noted that there was an occlusion affecting 2 of the deployed protege everflex stents; the 6x30 protege everflex stent and one of the protege everflex long (unknown model number) stents. In the other protege everflex long stent a thrombus was seen at the distal end of the stent in the left sfa. There were no issues with the 4th stent reported. Additional stents were deployed within these stents to resolve the issue. Please reference mdrs 2183870-2013-0041 and 2183870-2013-0042 for the other protege everflex stents referenced in this report.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the model and lot number were not available. The instructions for use (IFU) state, "note: if a second stent is needed, place the more distal stent first. If overlap of sequential stents is necessary, the amount of overlap should be kept to a minimum. Caution: the effects of overlapping stents have not been evaluated. Additional information has been requested, including the full model numbers of the stents deployed. Should they become available, a supplemental report will be submitted. Stents implanted in (B)(6) 2012.